Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 336 units of this code-batch. There are no units in our stock. We have received 2 closed samples and 1 open sample with the thread damaged. Tightness test to the closed samples received has been performed and the units are tight. The closed samples received have been opened correctly and the sutures have been pulled out from the pack without difficulty and without thread damage. No knots or entanglements have been developed after pulling out the sutures from the packs. We have checked the closed samples received and the visual appearance of the thread is the correct and the usual one. On the other hand, we have checked the needles of the samples received and are the usual and current ones. Clamp tests are performed and are conform on all tested needles. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: as indicated in the instructions for use of the product: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Also, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that problem has occurred on 5-6 samples of affected suture. The main problem is that needle bends after a couple of passes through the tissue. Second problem occurred while thread cutted, it was splitting. Third reason for complaint is increased thread resistance while passing through tissue. The customer confirmed that no patient has been injured in this case and there were no impact on any patient´s health condition. Hospital refuse to give any additional patient information except the general information just mentioned. No more information has been provided.